Event description:
On 12/1/1998 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff alleges that she suffers from an immediate hypersensitivity to latex as a result of defendants' latex gloves, which contained allergenic proteins which attached to the powder used in the mfg process on the gloves which results in the allergenic latex proteins becoming airborne. As a result of her cutaneous exposure to defendants' gloves, plaintiff developed a life threatening immediate hypersensitivity to latex. Plaintiffs' sensitization to latex has caused restrictions in her life. She suffers from mental stain, emotional stress and the loss of enjoyment of life.